Event description:
It was reported that the patient presented to the lab for right ventricular (rv) lead extraction due to a fracture. The high-voltage impedance rose significantly on (B)(6) 2025, reaching out-of-range parameters. The rv lead was successfully extracted and replaced. The patient was in stable condition with no adverse events.